Event description:
A healthcare facility in turkey reported, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers provided with f&p rt265 infant dual heated evaqua2 breathing circuits were found leaking water at the connection between dome and base during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The healthcare facility in turkey reported a total of ten mr290v vented autofeed humidification chamber provided with f&p rt265 infant dual heated evaqua2 breathing circuits from different lots that were found leaking water at the connection between dome and base. Only one finished product lot number was provided. These events were reported as having occurred during use on six different patients and were raised as the following reports; 9611451-2023-01085 (our reference: (B)(4)), 9611451-2023-01086 (our reference: (B)(4)), 9611451-2023-01088 (our reference: (B)(4)), 9611451-2023-01089 (our reference: (B)(4)), 9611451-2023-01090 (our reference: (B)(4)). Method: a total of three mr290v vented autofeed humidification chambers were returned to f&p healthcare nz for evaluation however there was no clarification as to which patient events these devices were related to. The returned devices were from three different manufacturing lots with manufacturing dates as follows - device 1: 27jan2022, device 2: 18mar2022, and device 3: 18jan2023. The returned devices were visually inspected and analysed. Our investigation is based on the evaluation of the three returned devices and information provided by the customer. Results: a visual inspection identified that device 1 had a small dent in the chamber base, leak testing confirmed that the device was within specification. Device 2 had a small dent in the chamber base with a horizontal crack near the base of the chamber. Device 3 had a small dent in the chamber base and multiple vertical cracks starting from the base, located between the bracket and one of the ports. Assembly specifications for the connection between the chamber dome and base were confirmed to be within specification. Conclusion: our investigation was unable to determine the cause of the damage to the three chambers returned for evaluation. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." Report 3 of 6.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: lot number and UDI details were not provided by the healthcare facility section g1: contact person updated to mr. (B)(6) the healthcare facility in (B)(6) reported a total of ten mr290v vented autofeed humidification chamber provided with f&p rt265 infant dual heated evaqua2 breathing circuits from different lots that were found leaking water at the connection between dome and base. Only one finished product lot number was provided. These events were reported as having occurred during use on six different patients and were raised as the following reports; 9611451-2023-01085 (our reference: (B)(4)) 9611451-2023-01086 (our reference: (B)(4)) 9611451-2023-01088 (our reference: (B)(4)) 9611451-2023-01089 (our reference: (B)(4)) 9611451-2023-01090 (our reference: (B)(4)) method: a total of three mr290v vented autofeed humidification chambers were returned to f&p healthcare nz for evaluation however there was no clarification as to which patient events these devices were related to. The returned devices were from three different manufacturing lots with manufacturing dates as follows - device 1: 27jan22, device 2: 18mar22, and device 3: 18jan23. The returned devices were visually inspected and analysed. Our investigation is based on the evalution of the three returned devices and information provided by the customer. Results: a visual inspection identified that device 1 had a small dent in the chamber base, leak testing confirmed that the device was within specification. Device 2 had a small dent in the chamber base with a horizontal crack near the base of the chamber. Device 3 had a small dent in the chamber base and multiple vertical cracks starting from the base, located between the bracket and one of the ports. Assembly specifications for the connection between the chamber dome and base were confirmed to be within specification. Conclusion: our investigation was unable to determine the cause of the damage to the three chambers returned for evaluation. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected.the subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." Report 3 of 6.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers provided with f&p rt265 infant dual heated evaqua2 breathing circuits were found leaking water at the connection between dome and base during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in turkey reported, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers provided with f&p rt265 infant dual heated evaqua2 breathing circuits were found leaking water at the connection between dome and base during patient use. There was no patient consequence reported.